Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-718b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 217,337 joules and 26:03 minutes the fiber tip broke and "excessive fibre life activity" was noted. No portion of the fiber detached. The fiber was exchanged, and it was reported that the second fiber did not work and "fiber expired" message was noted. The second fiber was exchanged and the third fiber was used to complete the procedure. The tip of the first fiber was cleaned during the procedure. Patient outcome "fine" reported. This report is for the first fiber.